Manufacturer narrative:
Expiration date: ni. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was non-functional. The patient underwent an ipg replacement. No further information available.